Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. A complaint search identified similar complaints received. It should be noted that no device was returned hence the failure mode cannot be confirmed. If the device is returned the complaint shall be reopened and updated no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During total hip arthroplasty, the end of the cup impactor broke off. When the doctor impacted the final cup, after 5 hits the end of the impactor fell to the floor. The intervention wasn¿t prolonged because of this incident. We had another impactor on standby. The surgery ended very well.